Event description:
A nurse reported that an IV tubing set leaked tpn all over the pt's bed. The leak came from the end of the IV set where the tubing connects to the hub of a caresite connector (non-carefusion product). The tubing was changed and no pt harm was reported. The nurse stated that on examination of the IV tubing and the caresite connection that there were cracks in the plastic hub of the caresite connector. The nurse stated that the connector site and the end of the IV tubing were swabbed with a wipe that may have contained chlorhexidine. No pt harm or medical intervention required. Customer stated that no further pt or event info is available. (B)(4).

Manufacturer narrative:
The customer's report of set leaked could not be confirmed due to the product was not returned for failure investigation. Customer states product will not be returned because it was not saved.